Manufacturer narrative:
Lot number: potential lots - 0000154726 & 0000144324. Expiration date: potential dates - january 31, 2023 & december 31, 2022. Mplanted date: device was not implanted. Explanted date: device was not explanted. Eoccupation: registered technologist (rt). Hdevice manufacture date: potential dates - february 16, 2022 & january 11, 2022. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device two components were assembled, a little flush was given and was loaded on the wire. Then the doctor took over and deployed the plug and pulled back, this is when everything came out of the patient. There was no patient injury and no medical or surgical intervention required. It was reported that they inspected the device and found that there was no foot plate within the collagen plug.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).